Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested.

Event description:
Hamilton medical ag received the following incident description: during ventilation, in pcv mode, the device was delivering over the set parameters. Biomed said that the ventilator came to him with neo circuit attached to the ventilator. He could not duplicate the error in neo mode.

Event description:
Hamilton medical ag received the following incident description: during ventilation, in pcv mode, the device was delivering over the set parameters. Biomed said that the ventilator came to him with neo circuit attached to the ventilator. He could not duplicate the error in neo mode.

Manufacturer narrative:
Investigation is ongoing.